Event description:
Additional information was provided by the customer: the procedure was tubal resection.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, h2, h3, h6, h11. Corrected fields: d9. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable was scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scratch of universal cable due to component failure of universal cable, black out occurred due to an electrical/electronic component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic procedure the subject device had a blackout. The issue was found during sedation and the device was inside the patient. The procedure was completed with another backup device. There were no reports of patient harm.